Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the artis zee biplane system. A patient complained of hair loss approximately three weeks after a neuro-interventional dsa procedure. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. A customer reported that in 3 cases the patient developed hair loss after a neuro-procedure. Using the log files and dose reports, all cases were examined in detail. None of the studies showed any deviations from the doses parameterized by the operator. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. In this respect, the system operated accordingly. The investigation shows that the system behavior was not based on a system error and the system works as specified. Further examination of the protocols showed potential for improvement in terms of how the dose could be reduced by parameterizing the workflow on site accordingly. Additional training was provided to the customer on (B)(6) 2021. A possible general error that would require corrective measures of the installed base could not be determined. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.